Manufacturer narrative:
An event regarding dislocation involving a delta v-40 ceramic head 36/0 was reported. The event was confirmed. Medical records received and evaluation: review of the provided medical records indicates that the patient had multiple dislocations prior to revision. Review by a clinician consultant indicated ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as x-rays and patient history are needed to determine the root cause. Patient kept for attorney.

Event description:
It was reported that there was dislocation while standing and twisting.